Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The shaft of the screw was broken approximately 16 mm from the distal tip. The fracture face includes beach marks across the surface, indicating that the screw most likely failed due to fatigue. Further investigation revealed that there was absence of fusion adjacent to the screw fracture location, which might have contributed to the failure by subjecting the screw to dynamic loads.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place due to a broken screw. Revision surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(4) 2017 it was reported to k2m, inc. That a revision surgery took place due to a broken screw. Revision surgery took place (B)(6) 2017.